Event description:
It was reported that the pacemaker recorded two signal artifact monitoring (sam) episodes due to oversensing. This resulted in the minute ventilation (mv) feature being automatically disabled. Additionally, noise signals on both the right ventricular lead and this right atrial lead were also noted, which led to inappropriate atrial tachycardia response (atr) episodes. Technical services provided the healthcare professional with programming options. Reprogramming efforts were performed. The pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).